Event description:
[Date redacted] able to get to intrathecal space with csf [cerebral-spinal fluid] coming back in tuohy needle on first attempt. Catheter threaded with no resistance. On withdrawal of tuohy needle, catheter teared at 21 cm mark. Went to remove it and catheter piece had migrated into the thecal sac so case was aborted. Catheter piece remains in patient body.